Manufacturer narrative:
UDI: (B)(4). Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: unavailable this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Ww(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers received. Litigation alleges that patient will be revised to address pain, loss of range of motion and elevated metal ions.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 09/21/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported the revision operative notes state that there was metallosis. There is no new additional information that would affect the existing investigation.